Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Surgeon removed a loose accolade ii stem and replaced it with a restoration ha stem. Stem appeared to have never ingrown and came out very easily.